Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash and blisters underneath the electrodes. It was reported that some areas were broken and the blisters were open but there was no bleeding. The patient's nurse reported believing that the patient is allergic to nickel. Follow-up indicated that the nurse applied an antibiotic ointment on the patient and the area improved.